Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on 04/28/2015. A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass a few drops of blood leaked from the pump head on two (2) sides. Additional information obtained from the user facility indicated that the attending clinician decided not to replace the leaking centrifuge pump during cpb despite the fact that the IFU instructs the user to replace it. Less than 10cc of blood loss; product was not changed out; procedure was completed successfully without delay.